Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found that this lead was returned in six segements, with some portions of the lead missing, as well as some portions with an extracting stylet inserted. Further visual inspection revealed stretched conductor coils and insulation damage including, abrasion, tears, tissue infiltration, environmental stress cracking. Analysis determined the abrasion/insulation crack likely occurred while the lead was implanted. The reported noise and high thresholds is likely the result of the lead damage observed by the laboratory. However, no fracture of the conductor coil was noted on the lead segments returned. Of note, this lead had been implanted for approximately 27 years. The insulation used on this lead (80a) has not been in application on our leads for 20 plus years

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and high thresholds. It was suspected that the rv lead was fractured. During the revision procedure, the rv lead did not show any visible defects but fibrosis was encountered while extracting the lead. The rv lead was explanted. No additional adverse patient effects were reported.